Event description:
Discordant sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the aliquot and integrated multisensor technology (imt) probes. The cse checked the drain vacuum and cleaned the imt module. The cause of the discordant sodium and chloride results is unknown. The cse successfully ran a precision test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.